Event description:
The patient called lifescan and alleged the one touch basic enhanced displayed not ok when powered on. No medical attention was sought or treatment given. The customer care representative could not solve the issue with troubleshooting. The meter was replaced and return expected.